Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the ostial right coronary artery (rca). A 3.50x12mm xience pros drug eluting stent (des) was advanced and implanted. Due to the calcification in the vessel, resulting in stent under-expansion, lithotripsy and post dilatation were performed. After the post-dilatation, it was noted via optical coherence tomography (oct) that one or two struts of the stent were cracked. The thought was that the cause was either from post-dilatation or from the calcification in the lesion. There was no reported adverse patient effect and no clinically significant delays in the procedure. No additional information was provided.